Event description:
Customer complaint: limited data available. Customer complained of device was burned out.

Event description:
Customer complaint - limited data available. Customer stated that the device was burnt out and was no longer working.